Event description:
It was reported that the device was removed due to an infection. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013. Product type: lead: product ID 37746, serial# (B)(4). Product type: programmer, patient: product ID 37754, serial# (B)(4). Product type: recharger. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that perioperative antibiotics were administered to patient. It was noted that the onset of antibiotics treatment was given for redness of incision on (B)(6) 2013. It was reported that the diagnosis of infection was on (B)(6) 2013. It was noted that incisional wound opening was observed on (B)(6) 2013. It was reported that the primary location of infection was the device pocket/"generator". It was noted that a culture was obtained from the incision site. It was reported that the type of organism cultured was "no growth". It was noted that oral antibiotics treatment was instituted for the infection. It was reported that there was a partial device system explant on (B)(6) 2013. It was reported that the risk factor that applied to the status of the patient before implantation of the device were unknown. It was noted that the infection was resolved.